Event description:
It was reported that patient underwent total knee arthroplasty in 1998 at another hospital. Subsequently, the patient began to experience pain and consulted her physician. A revision procedure was performed on (B)(6) 2010 and the tibial bearing and locking bar were removed and replaced. Wear was noted on the tibial bearing and the locking bar was fractured.

Manufacturer narrative:
Date implanted - 1998.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4)

Event description:
It was reported that patient underwent total knee arthroplasty in 1998. Subsequently, the patient began to experience pain and consulted her physician. A revision procedure was performed on (B)(6) 2010 and the tibial bearing and locking bar were removed and replaced. Wear was noted on the tibial bearing and the locking bar was fractured.

Manufacturer narrative:
Evaluation of the returned component found it to be fractured into two pieces. There are scratches, dents and scrapes typical of removal damage. The fracture origin could not be located and the cause of the locking bar fracture is unknown. This report filed (B)(6) 2010.